Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "injected into the artery", swelling, bruising, "black, red, purple, blue" discoloration, and white pustules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported during injection with 2 syringes of unspecified juvederm in the nasolabial folds the healthcare professional "injected into the artery in the right nasolabial fold". The patient immediately developed "a super amount of swelling and a super amount of bruising" at the right nasolabial fold. Two days after injection , the right nasolabial fold was black, red, purple, and blue; the patient indicated it "looked like welts". Three days after injection the right nasolabial fold "looked like a burn and had white pustules". Patient was treated with "something to dissolve the product", nitropaste, prednisone, aspirin, keflex, and mupirocin.